Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties in addition to the subsequent device embedded in tissue or plaque and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. It is likely that the device interacted with the heavily calcified, heavily tortuous lesion during advancement and positioning, as resistance was noted, resulting in the reported difficult to advance/position, ultimately contributing to the reported stent dislodgement. A 3.5x15mm and a 3.5x18mm xience skypoint were used to compress the stent against the lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). The lesion was pre-treated with atherectomy. A 3.5x28mm xience skypoint stent delivery system (sds) was advanced to the target lesion; however resistance was met crossing the lesion. When positioning the stent, the stent dislodged in the target lesion. A 3.5x15mm and a 3.5x18mm xience skypoint were used to compress the stent against the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.